Manufacturer narrative:
Product technical complaint investigation result was received on 16-mar-2016: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow-up information received on 22-mar-2016 from physician. Patient was (B)(6). Her bmi was (B)(6). Her medical history included 4 pregnancies with 2 normal spontaneous vaginal deliveries, one cesarean section (delivery at 7 months and 11 days of gestation) and one spontaneous abortion at 6 weeks of gestation. She also had hypertension and hernia. Patient's concomitant medication included celebrex, labetalol, iron, plaquenil and tylenol. She had an uneventful essure placement on (B)(6) 2015 (essure lot number was c22919). The devices appeared on contrast infusion sono to be in correct location, the left tube was not occluded. Patient had + ana, fatigue and muscle weakness since essure. She was pre-menopausal. According to the physician, patient needed a hysterectomy for chronic pelvic pain after essure and chronic endometritis and tube patent despite essure. Dysmenorrhea and dyspareunia/sexual dysfunction were also reported during pre-operative visit. Per operative report, on (B)(6) 2015, patient underwent a total laparoscopic hysterectomy with bilateral salpingectomy for pelvic pain, dysmenorrhea and dyspareunia. Post-operative diagnosis included omental adhesion and no evidence of active endometriosis. Pathology report on 14-dec-2015 revealed: uterus: chronic endometritis; negative for endometrial hyperplasia/malignancy, serosal fibrous adhesions and benign cervix. Fallopian tubes, bilateral: essure devices in each fallopian tube lumens, no significant histologic abnormality. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pelvic pain, dysmenorrhea and dyspareunia after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy with bilateral salpingectomy (9 months after essure insertion). The pathology report revealed chronic endometritis. Her pain resolved after the surgery. The reported events are listed in essure's reference safety information. Chronic endometritis possible etiologies include infections, intrauterine foreign bodies or growths (e.g., intrauterine contraception, polyp), and radiation therapy. When the essure insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity. Although the exact etiology of the reported endometritis was not provided in this case; company cannot exclude that essure could had act as a foreign body inside the uterine cavity leading to inflammation (endometritis). Therefore, the reported events were considered as related to the suspect insert. Since a hysterectomy was required as event's treatment; this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Follow up 27-may-2016: quality-safety evaluation of ptc lot number: c22919 (production date 13-feb-2014, expiration date 28-feb-2017) (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had pelvic pain, dysmenorrhea and dyspareunia after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy with bilateral salpingectomy (9 months after essure insertion). The pathology report revealed chronic endometritis. Her pain resolved after the surgery. The reported events are listed in essure's reference safety information. Chronic endometritis possible etiologies include infections, intrauterine foreign bodies or growths (e.g., intrauterine contraception, polyp), and radiation therapy. When the essure insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity. Although the exact etiology of the reported endometritis was not provided in this case; company cannot exclude that essure could had act as a foreign body inside the uterine cavity leading to inflammation (endometrirtis). Therefore, the reported events were considered as related to the suspect insert. Since a hysterectomy was required as event's treatment; this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. In summary, the outcome of the investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on 21-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. After 6 months patient was still patent on right side. Patient was on depo waiting for confirmation. In (B)(6) 2015, she complained of pain on the left side, fever, greenish discharge, fatigue and chest pain upon presentation. Patient underwent complete hysterectomy in (B)(6) 2015 and told doctor the symptoms were better. No pain and activity level was back to normal. Final pathology report showed chronic endometritis. Doctor was questioning if these symptoms could be related to nickel allergy as the patient stated that she has had a reaction to cheap jewelry. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who complained of pain 7 months after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy, and pathology report revealed chronic endometritis. Her pain resolved after the surgery. The reported events are listed in essure's reference safety information. Chronic endometritis possible etiologies include infections, intrauterine foreign bodies or growths (e.g., intrauterine contraception, polyp), and radiation therapy. When the essure insert is properly placed, it spans in the utero-tubal junction with 3 to 8 trailing coils visible in the uterine cavity. Although the exact etiology of the reported endometritis was not provided in this case; company cannot exclude that essure could had act as a foreign body inside the uterine cavity leading to inflammation (endometrirtis). Therefore, the reported events were considered as related to the suspect insert. Since a hysterectomy was required as event's treatment; this case is regarded as incident. A product technical analysis and follow-up information are being sought.